Event description:
It was reported that the cement extravasated into the lateral recess during a kyphoplasty procedure, at level l5. Post-operative films suggest that the working cannula backed out at some point during the fill allowing the cement to exit the vertebral body. It was reported that the patient experienced radicular pain in the leg and could not walk due to the pain. There was no paralysis. It was reported that the patient is improving and able to walk. No other information was available.

Manufacturer narrative:
Follow up conversation with company representative.